Event description:
The product distributor reported on behalf of the product user explaining that during the administration of an injection, the needle detached from the syringe, medication sprayed out of the syringe on patient and reporter, and the needle temporarily remained in patient. The needle was manually removed and the medication was cleaned up. No serious or permanent injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).